Manufacturer narrative:
The alarm 19 was verified. Alarm 9 was verified in pump logs; however, no failure was identified. The user overfilled the cartridge during the cartridge load sequence.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Additionally, the customer reported receiving an alarm 9 during fill tubing. The customer stated that does not believe the cartridge was overfilled. Customer's blood glucose level was not impacted. Reportedly, the customer reported will continue to use pump until replacement arrived.